Event description:
Incident occurred on (B) (6) 2010 in which my wife, (B) (6), unnecessarily suffered excruciating pain after having surgery performed to repair her broken tibia. The referenced pain was endured by her when a baxter pca ii, anesthesia infusion pump malfunctioned and deprived my wife of the scheduled dosage of morphine that would have helped to relieve her pain. She complained repeatedly and vigorously that the pump was giving her little or no pain relief, and she was met with repeated insistences by nurses and one resident doctor that the pump was working correctly, when it was not. That was not working, confirmed by a nurse supervisor, as she was disconnecting the pump, when she informed me of the total dosage administered while the pump was in use; after which simple arithmetic determined that the dosage administered was far, far less than the prescribed/programmed dose that might had been allowed during the period that the pump was in use. A brief search on the internet revealed that the pump in question had been recalled in 2006 (B) (4); and that even more seriously the baxter pump had failed in a similar fashion as did the one installed for my wife. (B) (4). My wife was not given the available/scheduled dosage of morphine by the baxter pump, and that it might have been possible for her to receive one very large dosage, as the machine caught up to the point of overdosing with a lethal dose has been very alarming. Pump: baxter pcs ii, product #2l3104, (B) (4), hv 4.4. (B) (6) hospital, (B) (6). Dose or amount: 1 mg morphine. Frequency: 10 minutes. Route: IV. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: intravenous morphine for pain after fractured tibia repair.